Event description:
It was reported that the collimator iris on the 9900 system closed down during a case. Also the monitors when white during subtraction. The 9900 system had to rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge ser5vice rep performed an on site investigation. The gib, ffb, and interface boards were replaced during the service call. The system was tested and found to be working as intended and put back into service.